Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer indicated that they delivered a bolus dose successfully after the alarms. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.